Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The non-maquet sheath was accordioned/damaged along its length. An optical fiber break was observed at approximately 17.5cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded with dried blood. The technician was unable to clear the occlusion and dried blood was observed at the tip of the guide wire. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped, inflated normally and no alarm sounded. The reported event cannot be confirmed by the evaluation or the provided photographs. We are unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab folded onto itself while inside the patient. After manipulating the iab to straighten it out, the iab was removed from the patient and replaced with a new one. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab folded onto itself while inside the patient. After manipulating the iab to straighten it out, the iab was removed from the patient and replaced with a new one. There was no reported injury to the patient.